Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and got peeled off from the frame, so it was impossible to use. The treatment was completed with another dressing in the same carton. No delay was reported. The sample will not be returned because the affected products were discarded. No harm or injury reported.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaints history review was carried out using the lot and part numbers provided, there has been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. It was reported that issues were identified during application. As no samples were returned a thorough product evaluation could not be carried out. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions are deemed necessary. Smith and nephew acknowledges customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.